Manufacturer narrative:
Results evaluation: investigation: one unit was returned for investigation. The unit was visually inspected upon receipt and the top was detached from the barrel with no obvious signs of a weld. A check of the manufacturing records revealed no info that relates to this report. Conclusion: the cause of this event is attributed to the welding nests were at different heights, which caused inconsistent welding of the top of the barrel. Since this lot was manufactured the weld nest heights were corrected and the welding process has been changed. There is also a 100% inspection check for complete weld. The improved weld process was implemented in november of 2004 and since that time there have been no reports, for this fault, on lots manufactured after the change.

Event description:
User alleges pt was set up on flo-mist. The respiratory therapist left the room to attend to another pt. Upon return, found bottle on floor with bubble tube hanging free. No adverse outcome to pt.